Manufacturer narrative:
Additional narrative: complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date they removed a tfna short nail out of a patient. The patient was experiencing some soft tissue irritation due to bony overgrowth over the nail of the proximal head. A tfna lag screw was also removed. The nail was originally put in on (B)(6) 2017. Laboratory tests were taken due to clinical findings and surgery was successfully completed. There is no further information at this time. This report is for one (1) 11/125 deg ti cann tfna 170 - sterile. This is report 1 of 2 for complaint (B)(4).